Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture baker grade iii" and "homogeneous laminar liquid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii" "homogeneous laminar liquid" "radial folds".

Event description:
Healthcare provider reported "right silicone implant with normal echogenicity, clear contours with some radial folds, small amount of homogeneous laminar liquid in some places, cell thickening and comical hypoechoic, and inferring capsular thickening / capsular contracture" baker grade iii, diagnosed via ultrasound. Device remains implanted.